Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the sensor patch was ripped off accidentally and the patient sustained a ¿large hole¿ at the sensor puncture site. The patient was evaluated in the emergency department (ed) where an ultrasound was performed which was negative for a retained wire. The patient was diagnosed with cellulitis and was treated with an unspecified oral antibiotic. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.